Event description:
We have at our hospital defibrillators manufacturer: another country, model: reanibex 5. More than 70% of the units fail to print the joules delivered on the printing papers whether during live procedure or during testing. This would impose legal issues in case of documentation needed for procedures followed in certain cases. Dates of use: 2004 - 2007, diagnosis or reason for use: cardiac fibrillation treatment. Event abated after use stopped: yes, event reappeared after reintroduction: yes.